Manufacturer narrative:
Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed that the event resolved with carbohydrate intake and that the device continued to report increasing and then steady glucose readings. It was concluded that the event involved hypoglycemia with an unclear cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient received an urgent low glucose alert on the ilet with a cgm reading of 44 mg/dl, and fingerstick confirmation was not available during the call; the patient was treated with oral carbohydrates per 15x15 guidance, and follow-up confirmed glucose increased to 84 mg/dl and stabilized. Symptoms included hypoglycemia. Outcomes included transient interference with routine activities requiring self-treatment.